Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, the explanted generator showed ok lead impedance. After the new device was placed, the lead was struggling to be inserted but managed to be positioned correctly but was showing high impedance. The lead was reinserted into the old generator and showed ok impedance again. A new generator was opened and the lead inserted without issue and impedance was ok. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The suspect device was received and product analysis was completed. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench in-line lead was fully inserted into the pulse generator header, past the negative connector block (lab conditions). An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. Pa worksheet was reviewed and no anomalies were seen. Wandcomm data was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.